Manufacturer narrative:
Reported event: an event regarding loosening involving trident shell was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: x-rays confirms loose acetabular component. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had his hip done a few years ago using the mako robot, apparently did well for awhile and then had groin pain. Update 31/july/2019 wg: spoke to rep. Intra-operatively during the revision, it was observed that there was no bony ongrowth of the acetabular shell. The shell, 2 screws, femoral head, and liner were revised. Rep confirmed there were no allegations against the head or liner, and that there was no surgical delay. Rep provided pre-revision x-rays and a picture of the explant, and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had his hip done a few years ago using the mako robot, apparently did well for awhile and then had groin pain. Update 31/july/2019 wg: spoke to rep. Intra-operatively during the revision, it was observed that there was no bony ongrowth of the acetabular shell. The shell, 2 screws, femoral head, and liner were revised. Rep confirmed there were no allegations against the head or liner, and that there was no surgical delay. Rep provided pre-revision x-rays and a picture of the explant, and reported that no further information will be released by the hospital or surgeon.